Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. Or confirmed a fracture of the lead tip approximately 519 millimeters (mm) from the terminal pin. The tip of the lead including the outer neck insulation was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became fractured due to a combination of factors including manipulation during removal/repositioning, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead tip remained in the right ventricular. The physician pulled on the lead with only a sheath without locking stylet. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead tip remained in the right ventricular. The physician pulled on the lead with only a sheath without locking stylet. This lead was surgically abandoned. No additional adverse patient effects were reported.